Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified common femoral artery (cfa). A 6.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. D2b: pro code (product code): lit, dqy.